Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she needed assistance programming the pump. Customer's blood glucose at that time was 305mg/dl. Troubleshooting was done. Customer stated that she was treated for diabetes ketoacidosis last week with pump and sensor. Her current blood glucose now was 195mg/dl. No further information provided.